Event description:
Caller reported a pixel issue on the pump display, preventing interaction with or reading of the pump screen. Customer's blood glucose level was not impacted. Technical support agreed to replace the pump under warranty, and the customer was informed to use multiple daily injections as a backup therapy. The customer understood instructions for putting the pump into storage mode and acknowledged the return process using a pre-paid label within ten days.